Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer bumped into a counter and the touch screen became shattered. Customer is unable to read the pump touch screen and the touch screen became unresponsive to touch. Customer's blood glucose was 120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.